Event description:
Reportedly, the device was explanted after an implant duration of 33.53 months for unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The DHR review has been started. This was determined to be reportable to FDA per edwards lifesciences procedures. Customer letter not required.device will not be returned.

Event description:
Reportedly, patient expired after an implant duration of 41.3 months due to unknown reasons. Per the clinical report: sudden death while sleeping; primary care physician was not able to determine the cause of death; no autopsy performed; device was not explanted; after several attempts to contact the patient regarding his follow up visit the following information was received by phone from his gp: patient died in his sleep, cause of death is unknown, no source documents are available. No other information is available.